Manufacturer narrative:
It was reported that the caregiver was shocked from the electrical current of a versacare. Follow up with the customer notes no injury or workers compensation was needed and the caregiver is ¿doing fine.¿ a preventative maintenance (pm) search was performed, and the records show that the last pm date was (B)(6) 2022. The versacare® bed system (k model and newer) is intended to provide a patient support suited to be used in healthcare environments. The versacare® bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The intended user of this product are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in november 2022. It is unknown if the facility performed any other preventative maintenance on this bed. Inspection of the device by a hillrom technician found the device power cord had a small crack at plug end and the communication cable had a spot worn down to the internal wires. There were no exposed wires on either the power cord or communication cable. It is noted the account requested to have both cables replaced so the unit could be placed back into use. A new power cord and communication cable were replaced, passed testing, and the device is noted to be functioning as designed. For this event, the customer confirmed no injury, and it was additionally noted in the inspection that there were no exposed wires. However, if the power cord had a small nick in the wire insulation that may have exposed enough wire to cause a shock (malfunction) and the event were to recur, it is likely to cause or contribute to serious injury or death. Based on this information, no further action is required.

Event description:
+Hillrom received a report from a hillrom technician stating the caregiver was shocked from the electrical current in the power cord. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).